Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that they were feeling a shocking sensation on their ear lobe and neck. It was stated that her ear feels sore. It was reported that the patient's neurologist programmed off the patient's generator. Clinic notes were received and reviewed. It was reported that the magnet was no longer working and the patient was having an increase in seizures. It was noted that the increase in seizures was due to vns being programmed off. It was reported that the patient was having changes in hearing with the pain. The patient was sent for xrays to evaluate vns. It was reported that vns is interfering with the patient's sleep. It was reported that the patient had generator and lead replacement. The explanted devices were discarded. No additional relevant information has been received to date.